Event description:
A motor stall and no motor stall recovery was reported. The patient went to ER (emergency room) due to withdrawal symptoms and underdose symptoms. The location of the symptoms was indicated as ¿whole body¿. Diagnostic testing/troubleshooting included checking the logs. The cause of the issue was not determined. The pump was explanted and replaced. The patient status at the time of the report was indicated as alive, with injury. The patient had an increase in pain level. The pump was used to deliver dilaudid and bupivacaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and-or wear and-or lubrication, stall due to gear wheel 3. Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# v, implanted:(B)(6) 2011, product type: accessory. Product ID: 8709, lot# j10824r48, implanted: (B)(6) 2002, product type: catheter. (B)(4).